Event description:
It was reported stimulation shuts off intermittently. A sjm rep deactivated the magnet mode but the problem persists. The pt does not want to undergo surgical intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.